Event description:
It was reported that, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for 300 colony forming units (cfus) of klebsiella pneumoniae on 19 jan 2024 and 2 colony forming units (cfus) of klebsiella pneumoniae on 22 jan 2024. All channels were sampled. The customer reported the device was not used while waiting for the results, the device was quarantined after the positive culture was observed, and the device was reprocessed before sampling was done. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6), added here due to character limitation in respective field.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where the following deviation from instructions for use (IFU) was identified: - the device was not dried after cleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. (Not done). Bacterial identification: n/a. Sampling date: (B)(6) 2024 sampling from: all channels. Cfu: <1 cfu/ml. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The event can be detected by handling devices in accordance with the following IFU. Reprocessing manual_ storing the disinfected endoscope and accessories confirm that all surfaces of the endoscope and accessories are dry. Olympus will continue to monitor field performance for this device.